Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient was not appearing on the nicu2 station because the admission inactivity setting had been configured to 5 days, and the patient admitted on (B)(6) with the last transaction on (B)(6) had exceeded that threshold. A technical support specialist advised the customer to increase the admission inactivity setting from 5 to 10 days so the patient would reappear, and the customer confirmed understanding and planned to contact pharmacy to make the change. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es specific patient was not appearing on the nicu unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.